Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for eval.

Event description:
Complaint alleged that during biomed testing the device displayed a "defib fault 72" message. Complainant indicated that there was no pt involvement in the reported malfunction.